Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Patient information was requested and it was not available by the facility. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. The reported allegation is not confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, death and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned the investigation conclusion code of 'known inherent risk of device' based on the information provided within the event description. The device has not been returned for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the risk documentation for the device.

Event description:
It was reported that a patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging showed a trace pericardial effusion was present. The physician positioned watchman fxd curve access system (was) in the left atrial appendage (laa) of the patient and then inserted the a 27 mm watchman flx pro laa closure device & delivery system (wds). Coaxial sheath position was difficult to attain, and several deployments and full recaptures were made to properly position the device. Proper position was not attained. While assessing the position of the device, it was noted that the trace effusion appeared to have increased in size progressed to tamponade. As the physician began to take a contrast shot to verify if visible damage to the laa could be seen, the fluoroscopic imaging system shut down. Without access to fluoroscopy, and a slowing increasing effusion, the physician decided to end the procedure. Under tee guidance, a full recapture was made and all of the devices were removed from the patient. The patient was monitored in the room and when they appeared to stabilize, they were transported to the post anesthesia care unit (pacu). Approximately fifteen minutes later, the patient appeared to be in distress, and a stat transthoracic echocardiogram was conducted. An increased effusion was noted, and the patient was transported back to the cardiac catheterization lab. A pericardiocentesis was performed (bright red fluid was removed) but the patient ultimately died three hours post procedure. The source of the effusion was not identified.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Patient information was requested and it was not available by the facility.

Event description:
It was reported that a patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging showed a trace pericardial effusion was present. The physician positioned watchman fxd curve access system (was) in the left atrial appendage (laa) of the patient and then inserted the a 27 mm watchman flx pro laa closure device & delivery system (wds). Coaxial sheath position was difficult to attain, and several deployments and full recaptures were made to properly position the device. Proper position was not attained. While assessing the position of the device, it was noted that the trace effusion appeared to have increased in size progressed to tamponade. As the physician began to take a contrast shot to verify if visible damage to the laa could be seen, the fluoroscopic imaging system shut down. Without access to fluoroscopy, and a slowing increasing effusion, the physician decided to end the procedure. Under tee guidance, a full recapture was made and all of the devices were removed from the patient. The patient was monitored in the room and when they appeared to stabilize, they were transported to the post anesthesia care unit (pacu). Approximately fifteen minutes later, the patient appeared to be in distress, and a stat transthoracic echocardiogram was conducted. An increased effusion was noted, and the patient was transported back to the cardiac catheterization lab. A pericardiocentesis was performed (bright red fluid was removed) but the patient ultimately died three hours post procedure. The source of the effusion was not identified.